Event description:
The manufacturer received information alleging the active exhalation verification testing had failed while preventative maintenance was being performed on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's proportional and three-way valves were replaced to address the issue. After replacing the parts on the device, all tests had passed on the device. The device was found to be operational.